Event description:
It was reported that the patient¿s spouse administered (B)(4) units of fast-acting insulin by injection for a blood glucose of approximately 400 mg/dl while the ilet pump was disconnected for about 15 minutes for a supply change and then reconnected, after which the patient experienced a severe low; the event involved user technique and not a specific device component. Symptoms included hypoglycemia with dizziness and shaking. Outcomes included an unexpected medical intervention consisting of oral glucose and snacks; the event was categorized as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with an improper or incorrect procedure that resulted in insulin stacking when the pump did not account for the injected dose; no device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.